Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026 the cgm reading was 150 mg/dl, and the blood glucose reading was 300 mg/dl. No symptoms were reported, but the patient went to the emergency room. No information was reported regarding what happened at the hospital, no specific treatment was reported, and it was unknown how long the patient stayed there. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.